Manufacturer narrative:
Insulin pump received with scratched lcd window. Device received cracked case display window corner. Device received with cracked battery tube threads. Insulin pump received with cracked reservoir tube lip. Device received with broken belt clip slot. Insulin pump passed displacement test, operating currents, self test, off no power, unexpected restart error test, basic occlusion, occlusion, prime/compromised force sensor system and excessive no delivery test. No excessive no delivery alarm, no unexpected low battery alarm, low reservoir function properly, no battery out limit alarm, no bad battery alarm and motor passed motor test. No motor error alarm. No moisture damage found inside the insulin pump. Device was programmed boluses and monitored. Boluses delivered completely and were properly recorded. Device uploaded properly to the carelink software and communicate properly. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer's mother reported via phone call that the device was not delivering insulin after a set change. Customer's blood glucose was 400 mg/dl. During troubleshooting, found multiple no delivery alarms, motor error alarm, and battery out limit alarms. Part of the device came off. Device was exposed to urine due to customer wetting the bed. Device passed the self test. After troubleshooting, customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.